Event description:
A biomedical engineer reported to olympus, the cylinder hose had carbon dioxide (co2) leaking out of the cart. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Investigation indicated that some sealant deteriorated on one of the yoke assembly. The biomedical engineer (biomed) stated the hose from the cart was missing a black toric joint (o-ring) on the carbon dioxide hose ¿a¿ head. It was replaced and the seal was restored. The malfunction has been resolved. It is likely the part fell off at some point during use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the o-ring coming off. Olympus will continue to monitor field performance for this device.